Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a bone grafting procedure on an unknown date. It was further reported that regeneration of bone did not occur and dental implantation was delayed for an unknown amount of time.